Manufacturer narrative:
Date of event: unknown. The device was not returned for analysis and the complaint of inadequate pain relief or death could not be confirmed. Record review revealed no additional information related to the complaint. The investigation is unable to determine a probably cause for the complaint; therefore, the cause cannot be established.

Event description:
It was reported by the patients family member that the patient passed away in a great deal of pain because the implanted device did not work. Details regarding the device not working, and if the patients passing was device related are unknown.